Event description:
It was reported that the atrial lead exhibited noise, loss of capture and low impedance. An in-clinic visit would be scheduled. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.